Manufacturer narrative:
No RMA has been issued for the return of this bed. The consumer was unable to get out of the bed due to the bent rails. This is inconsistent with the entrapment within 7 areas as classified by the FDA website. The bed is approximately 5 years old. The maintenance history of the bed is unknown. It is unknown if the consumer fully read and understands the user manual pn 1114836 rev d. Page 2 of the manual provides this warning: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician. For dealers only - set-up and assembly instructions are in the rear of this manual. These procedures must be performed by a qualified technicians only." On page 32 invacare recommends maintenance checks of the following items every 3 years. It is unknown if the consumer has had the followed the items checked on this list prior to this issue. "Inspect the bed for damage or excessive wear; visibly check all welds for cracks; inspect the head and foot sections for bending, warping or damage; check drive shaft and drive shaft connections for bending, damage or excessive wear; inspect all tubes and mounting hardware for bending, damage or excessive wear; inspect all bolts and rivets to ensure they are securely tightened and functioning properly. Check sleeping surfaces to ensure all links are secure. Check casters to make sure they lock, if applicable, and roll properly. " (B)(4) - no weld break could be found. The bed was built per requirement and the rails were not bent. By design, the bed met specifications. Operator error during set-up is suspected.

Event description:
The consumer alleges the lift arm weld on the bed is broken and the head motor continues to run in the up position. The bed rails are allegedly bent as a result, preventing the consumer from getting out of the bed. No injury is alleged.

Event description:
The consumer alleges the lift arm weld on the bed is broken and the head motor continues to run in the up position. The bed rails are allegedly bent as a result, preventing the consumer from getting out of the bed. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this bed. The consumer was unable to get out of the bed due to the bent rails. (B)(4). The bed is approximately 5 years old. The maintenance history of the bed is unknown. It is unknown if the consumer fully read and unsderstands the user manual pn 1114836 rev d. Page 2 of the manual provides this warning: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment otherwise, injury or damage may occur. The initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician. For dealers only - set-up and assembly instructions are in the rear of this manual. These procedures must be performed by a qualified technicians only." On page 32 invacare recommends maintenance checks of the following items every 3 years. It is unknown if the consumer has had the followed the items checked on this list prior to this issue. "Inspect the bed for damage or excessive wear, visibly check all welds for cracks, inspect the head and foot sections for bending, warping or damage, check drive shaft and drive shaft connections for bending, damage or excessive wear, inspect all tubes and mounting hardware for bending, damage or excessive wear, inspect all bolts and rivets to ensure they are securely tightened and functioning properly. Check sleeping surfaces to ensure all links are secure. Check casters to make sure they lock, if applicable, and roll properly. "